Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported on (B)(6) 2020 that an asymptomatic patient presented remotely via merlin. Net with atrial lead noise reversion and external magnetic interference events that were causing pacing inhibition. The patient's healthcare provider also reported right ventricular oversensing of noise. These events were thought to be caused by the patient's implanted left ventricular assist device - lvad or continuous positive airway pressure - CPAP machine. Programming changes were made in clinic on (B)(6) 2020 and were successful for the right ventricular oversensing. On (B)(6) 2020, further atrial noise episodes were seen leading to atrial noise reversion and inappropriate automatic mode switch. It suspected that the noise was due to the patient¿s lvad. No intervention was performed. Patient condition was stable after the event.